Manufacturer narrative:
Per the user guide: ¿warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 50 mg/dl. A glucagon injection was administered to address bg level prior to arriving at the emergency room. Reportedly, the customer was treated with intravenous fluids of saline while in the ER. Reportedly, the customer was released on (B)(6) 2023 with the issue resolved and no permanent damage. Reportedly, the customer inadvertently performed the load sequence while connected to the site. Customer was educated to not be connected to the pump during the fill tubing process. Recommendation was made to consult with a healthcare provider regarding diabetes management.